Manufacturer narrative:
As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort," "infection or erosion of silicone block requiring removal," "patient or partner dissatisfaction with results," and "fluid accumulation." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain as an anticipated adverse event and implant migration as an anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. Risk of infection is associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Before undergoing the procedure, patients go through a screening process followed by pre-operative counseling, and all of the possible benefits, risks, complications, and alternatives, including no surgery, are discussed in advance of the surgery. Additionally, within this study, just over 3% of the subjects reported an implant infection which is a rate similar to that reported for silicone products of the same product code (mib). This rate is not considered clinically inferior. Infection is also listed in the instructions for use. Dissatisfaction with cosmetic results is also listed as a potential adverse event and complication. Patients should be informed that dissatisfying cosmetic results such as scar deformity, hypertrophic scarring, asymmetry, displacement, incorrect size, unanticipated contour or projection, transillumination and palpability may occur. Careful preoperative planning and surgical techniques are essential to minimize the occurrence of such results. Cosmetic concerns may also become medical concerns. Due to the nature of the implant being located directly below the skin, the appearance of the penis is likely to change. Cosmetic dissatisfaction is a risk with any cosmetic procedure. Fluid discharge is also a known side effect of surgical procedures. No medical records or specific information was provided for the patient, therefore, no analysis of records could be completed or contact information to obtain additional information pertaining to the event. The device lot number was not provided; therefore, a device history record review could not be performed.

Event description:
The medwatch report (mw5110282) states that the patient had the device implanted in 2021. The patient claims to have experienced "failure of implant," "pain," "deformity/disfigurement," "post operative wound infection," and "fluid discharge" on (B)(6) 2021. He also reported a device problem, "migration or expulsion of the device." The patient had the device explanted.